Event description:
The death of the patient was reported. It was noted that the death was unexpected and the cause of death was unknown. The location of the death was region's hospital in (B)(6). Follow up information reported that the patient was seen by their physician on (B)(6), 2011 for programming. The patient did have a follow up appointment scheduled for (B)(6), 2012 but it was cancelled because the patient was "in the hospital". Further follow up information was requested by was not available at the time of this report. A follow up report will be sent if new information is received.

Manufacturer narrative:
Lead model 3889-28 lot# v847452 implanted: (B)(6) 2011 explanted: unk programmer model 3037 serial# (B)(4).